Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an increase in seizures. The patient had three seizures in two weeks, and the patient had previously been having one seizure every three to four months. The physician stated that the patient's vns battery was very low and may not be functioning at full capacity, so he decided not to make any adjustments to the settings. The patient had surgery on (B)(6) 2016. High impedance and low output current was identified on the old generator, so the lead pin was re-inserted multiple times. However, the high impedance did not resolve. The old lead was connected to the new generator, and high impedance was still present. A new lead was then implanted and connected to the new generator, and the high impedance resolved. The explanted generator and lead were received on 07/13/2016. Analysis has not been completed to date.

Event description:
Analysis of the lead was approved on 07/24/2016. Though it was difficult to state conclusively the presence of two single setscrew indentations at the end tip of the connector pin could have been a contributing factor for the reported high impedance. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the lead. No other anomalies were identified in the returned lead portion. Analysis of the generator was approved on 08/11/2016. The generator was most likely at a neos state prior to explant. There were no performance or any other type of adverse conditions found with the pulse generator. Data from the explanted generator also showed no evidence of high impedance. Programming history was reviewed. Diagnostics throughout the available history were all within normal limits. There was no indication of high impedance prior to the surgery on (B)(6) 2016. No further relevant information has been received to date.

Event description:
Programming data was received. One interrogation and one system diagnostic of the original generator were performed on (B)(6) 2016, the date of the explant. The interrogation showed that the generator's battery was below the end of service threshold which engaged the pulse disabled feature. A system diagnostic showed that the generator's battery had rebounded after reaching pulse disabled. Lead impedance during both of these communication showed that the impedance was within normal limits. There was no high impedance present with this generator. The high impedance event is reported in MFR. Report #1644487-2016-02295. The increase in seizures was most likely due to the normal battery depletion of the generator. No further relevant information has been received to date.